Event description:
The physician was performing a therapeutic procedure ercp on a male patient with obstructive jaundice. The patient was found to have a large stone measuring 1.5cm, and contained in the common bile duct (cbd). After the physician performed a wide sphincterotomy, the trapezoid was passed through the endoscope and the into the cbd. The stone was then caught in the device basket, but because the stone was so big it was decided to crush stone with the trapezoid using the alliance inflation device for lithotripsy. When the basket was closed, the doctor was able to disengage the stone from the device basket and the basket was successfully removed from the patient, the stone was then successfully crushed by using a second trapezoid basket, and the patient procedure was successfully completed. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.